Manufacturer narrative:
The insulin pump passed had a constant motion sensor test failure alarms noted during rewind due to out of phase motor encoder signal. Analysis was unable to confirm motor position encoder error alarms and perform displacement test due to motion sensor test failure alarms. The pump had a cracked reservoir tube lip and cracked battery tube threads noted. There was no motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 218 mg/dl. The customer states the pump was not exposed to a high magnetic field, during an MRI. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.